Event description:
It was reported the right ventricular (rv) lead had high impedance, oversensing and the lead integrity alert was triggered. The rv lead was explanted and replaced. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the there was an intermittency between the pin and cap on the is-1 connector. It was noted that the defibrillation and proximal conductors were cut, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. The analyst commented that there were two sets of setscrew marks on the is-1 pin and one set is too proximal so it cannot be determined if the lead was inserted fully. It was also noted that the interior right ventricular and superior vena cave defibrillation cable was cut at 20 cm, exposed coil continuity is complete.